Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an on-site visit, the staff reported an unknown quantity of novum iq large volume pumps had difficulty using manual programming. Specific details from the clinicians: - not user friendly for peds - have to talk to it too much, asks a lot of questions, too many steps - double weight confirmation adds another step - the smaller the patient, it seems the more steps you have to go through, have to use variable concentration - too many programming steps - in an emergency, too many steps - too many button presses - too many steps to program in urgent situations - too slow to program for ICU and cath lab - used to a couple of seconds and now takes a couple minutes - too many button presses in an emergency - too many programming steps - slower to program when need to move quickly - inactivity alarm and say ok and think started but didn¿t actually start the events occurred during an unknown process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.